Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a returned swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the proximal end of the anchor.

Event description:
It was reported the patients lead displayed high impedance on all contacts resulting in ineffective stimulation. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue. Device is in transit to the manufacturer for analysis.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.